Manufacturer narrative:
Updated block: d9. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr will return to the user facility once the ordered part has arrived to install it. The user was made aware and plans to use the unit as is until the ordered part has arrived.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, that some pixels on the centrifugal control unit (ccu) local display were not illuminating causing a portion of the display to be difficult to read. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks; h3 and h6. The service repair technician (srt) replaced the roller pump display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.